Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -9.5 diopter, in her left eye (os). The patient reported having a second surgical procedure because the lens had to be removed, replaced or repositioned. The lens was implanted on (B)(6) 2012. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received. The facility agreed with the patient's report. The date of the last visit was (B)(6) 2015 and the event was peripheral iridotomy closure. The lens remains implanted. Va post-op was 20/20 and prognosis is good. (B)(4).